Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that an inappropriate shock was delivered due to potential high atrial rates. A review of this device data was sent to technical services (ts). Ts reviewed the case nd noted that the signals were detected above the shock zone cutoff which was already programmed to it's maximum of 250 beats per minute. The field representative noted that the device was since reprogrammed after it was re-interrogated. Additional information noted that a technical review was needed after this patient received another inappropriate shock while skateboarding. The heart rate plot showed that the rate increased into the ventricular fibrillation zone and discriminated heart rate and conditional zone. Ts reviewed the data and provided options if the intention would be to not treat the episode in question. At this time the device remains implanted. No adverse patient effects were reported.